Manufacturer narrative:
(B)(4). The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Visual inspection was performed and revealed damage to the dark blue connector. Leak testing was performed and revealed a leak between the cap and the set. Clear passage testing and clamp function testing were performed on the device with no issues noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a leak occurred between the minicap and dark blue connector on the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). A batch review of lot h13d12044 was performed with no issues noted during the manufacturing process. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.